Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient with end stage renal disease had undergone laparoscopic placement of a peritoneal dialysis catheter approximately 6 months ago. The customer stated that near the exit site, some buildup had been seen in and on the outside of the catheter. On assessment, the catheter had some small bubbling on the tubing near the exit site. There was no cuff extrusion. The site was clean without signs of infection. Because the bubbling in the tubing was getting worse, the catheter was replaced.

Manufacturer narrative:
A device history record (DHR) review was performed to the lot and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The physical sample involved in the reported incident was not returned for evaluation. Three photos were provided by the customer. Visual evaluation of these photos was performed. In picture 1 and 2 a used peritoneal dialysis (pd) catheter was observed inside a plastic bag. It could not be determined from the pictures if there was a leak. An accumulation of an unknown white material could be seen in the catheter. The last image shows one part of the pd catheter over the skin of a patient and in this picture an accumulation of an unknown white material inside the catheter was seen. An ishikawa diagram was used to determine the potential causes for this event. The reported condition was not confirmed. According to the photos provided by customer, it was possible to confirm that the catheter has an accumulation of the unknown material of the white color inside the catheter, but a leak could not be confirmed. Based on the available information the reported condition could not be attributed to the manufacturing process. The most probable root cause can be considered as damage caused during use. No triggers or trends have been found. No further actions are required. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.